Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose exceeded 600 mg/dl; the customer stated that she was traveling and not eating so well. The patient woke up with a blood glucose of 247 mg/dl and by night her blood glucose was 576 mg/dl. Her blood glucose then increased to over 600 mg/dl. The customer did not have a back-up plan available; she had an insulin pen but did not know how to use it. The customer treated with the insulin pump. The patient felt tired and out of breath. Troubleshooting was initiated for the high blood glucose. The insulin pump's drive support cap appeared normal. The customer's site was not sore or irritated. The customer declined to check their settings. A high pressure test was also declined due to lack of a tubing clamp. No products were returned and a tubing clamp was shipped to the customer.